Event description:
"That while tracheal suctioning her daughter with a flexible yankauer catheter, the tip, (approx 1 inch) broke off lodging itself inside her trachea. The customer alleges that she removed the trachea device and visualized the piece migrate down her daughter's throat eventually lodging itself into the right bronchi. Ems was contacted and the patient was transferred to the hospital where a bronchoscopy was performed to remove the piece. The one inch piece was removed successfully with no patient injury or complication. The customer states that during the incident, the patient's health status remained stable with oxygen saturations in the high 90's with no shortness of breath.